Manufacturer narrative:
The proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising. On (B)(6) 2015, svc coil impedance rose from 70-80 ohms range to 102 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead coil. The rv lead exhibited rising and high thresholds and contains a possible fracture. The impedance returned to stable measurements and the superior vena cava (svc) was programmed off. Another alert for the rv coil was triggered. The lead was subsequently cut and replaced. While the physician was replacing the lead, subclavian crush was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.